Event description:
It was reported that the patient had 20 seizures on (B)(6) 2017 and was taken to hospital and released the same night. The caregiver also reported that 2nd shift caregivers note approximately a seizure each evening. The physician noted that there was no complaints of intolerance to vns settings and no new types of episodes and no nocturnal events. Patient's output current was increased and patient tolerated the settings well with no complications. Caregiver was advised that patient is to take the topamax 200 mg twice daily as prescribed and other seizure medications as prescribed. Patient was to return in a month to the clinic.

Event description:
It was reported by patient's group home that since his generator replacement surgery, patient has been having an increase of seizures. Patient has even had a couple of ER visits. Additional relevant information has not been received.